Event description:
A revision surgery due to infection was reported. The surgeon has requested an htr pekk implant to replace the htr pmma implant.

Manufacturer narrative:
The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Implant and explant dates are unknown. File three of three for the same event.